Manufacturer narrative:
At time of filing, although expected, the reported device has not been received into conmed's complaint system for evaluation. A supplemental and final report will be filed following the completion of the device evaluation and complaint investigation. This issue will continue to be monitored through the complaint system to assure patient safety.

Event description:
On behalf of the customer, the distributor in (B)(6) reported issues involving the system 2450, 60-2450-230, ser (B)(4), that (B)(6) medical centers inc, experienced on (B)(6) 2020. It was reported the medical center complained that after a surgery using the 2450 system they revealed a burn under the dispersive electrode attached to the patients thigh. The electrode used is not a conmed product. It is noted the procedure had already been successfully completed when the issue was noticed. Information provided indicates that the incident involved a pylonidal sinus operation they conducted on a (B)(6) old male. The patient was laid face down on a megadyne mattress that was connected to the system. The setting was 60w coag. At the end of the operation they turned the patient on his back and found a red mark on his leg with a small blister. Clarification received indicates they used conmed system with a megadyne dispersive electrode as a ground mattress. There was no use of an additional dispersive electrode. When the patient arrived at recovery the nurse found a red mark on the patients thigh & a small blister. According to medical staff it is second degree burn. The patient was treated with a paste for burns. The patient had two treatments and is scheduled for an additional meeting. There is no allegation of any malfunction or defect of the system 2450. Although the system 2450 could not & did not directly cause a burn, the unit will be reported on as it was used during the incident. No other information has been made available at this time. This report is being raised on the basis of injury due to the reported patients 2nd degree burn & the system 2450 being used in the procedure when it occurred.

Manufacturer narrative:
The customer's reported event of a "burn" is unconfirmed. The customer returned the unit for service, however findings of the service evaluation found nothing that would contribute to a burn of patient (pictures of the burn were not provided). The reported failure could not be verified, and as such, a root cause could not be determined. An evaluation of the returned device found no errors in the lfc memory. The evaluation did find that the bumpers are missing, the preventive maintenance is overdue, and the system needs to be calibrated, however none of these findings would directly cause a burn to a patient. The complaint of "burn" was likely caused by the dispersive electrode (non conmed product) placed on the patient and not the system 2450. The service history was reviewed, and no prior data was found. The manufacturing documents from the device history record have been reviewed and found no abnormalities that would contribute to this issue. (B)(4). However, because this is a reusable device, the potential number of uses is not considered in this occurrence rate. Conmed encourages the inspection and/or test of all medical equipment prior to use to ensure all devices are functioning as expected. This issue will continue to be monitored through the complaint system to assure patient safety.